Event description:
It was reported the subject device "cable break". The issue was detected during an inspection. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of the cable unit, water tightness was lost, the most probable cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device "cable break". The issue was detected during an inspection. There were no reports of patient harm.